Manufacturer narrative:
Device evaluation confirmed reported issue and found the most probable root cause to be a vacuum sleeve failure.

Event description:
Probe was tested and shaft frosted. A different probe was opened and used.